Event description:
The doctor was having trouble getting the implant to release from the old inserter because it was really tight. Once the doctor was finally able to release the implant, the implant broke in the process. The doctor then opened another crosstie kit and began to insert the implant. While he was inserting the implant, the doctor noticed a crack in the cortex. Once the doctor had noticed that the cortex was cracked, he decided to use a k-wire instead of a crosstie. He did not directly address the crack that occurred. Other crosstie implants were successfully implanted by this doc during this procedure.

Manufacturer narrative:
The difficulty to release the implant from this inserter is related to the design of this particular inserter. To address the tightness of this design, a new universal inserter was designed and released. We have users of both styles of inserters. Based on previous investigations, excessive force is required to break the implant during insertion. At the point that the doctor was having difficulty releasing the implant, instead of using excessive force while attempting to release the implant, either a new kit should have been opened or an attempt should have been made to release the implant outside of the patient and reload the implant for easier release. Part was not returned. X-rays were not received to confirm that the bone was fractured or that a k-wire was used.